Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardiac monitor exhibited loss of sensing. It was suspected that the device has been exposed to static electricity that resulted in loss of sensing. The device was reprogrammed several times and less loss of sensing has been seen. The electrical anomaly has not been resolved. The patient was not affected by the event.